Event description:
It was reported to covidien in late 2008 that a customer had an issue with a hypodermic needle. The customer reports the patient moved, causing a needlestick to the right index finger.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.